Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # u5ag45. (B)(4). Device analysis: the analysis results found that the tlc75 device was received with was received with the both wedges detached from the pusher block and with a reload loaded in the device. The reload was returned fully fired, the knife exposed, with the swing tab in the locked position. In addition, both gripping surface and cartridge deck were noted to be damaged making the reload nonfunctional. No functional test was performed due to the condition of the device. Further analysis shows that the pusher block was noted to be damaged. No conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device and the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the tlc75 clip cannot fire. There were no patient consequences.